Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, an alert for ventricular noise reversion was identified; however, no egms were recorded for the noise episodes, as the noise reversion episode trigger was turned off. No intervention was performed, and the patient was reported to be stable.